Event description:
New information received stated that the right ventricular lead insulation abrasion was discovered during a scheduled pulse generator change. The patient was not adversely affected by the anomaly and was in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an insulation abrasion. On (B)(6) 2019, the lead was repaired with a repair kit and remained implanted. All lead functions were tested and were normal. The patient's condition remained stable.